Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including I-drain. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, (B)(4). Section 15 "troubleshooting" in 15.4.3 on pages 15-46 to 15-47 gives instructions on how to bypass the drain phase. The warning on page 15-46 states "bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. If any patient, or patient caregiver, suspects the patient has iipv during a treatment, press stop immediately, then press s and initiate a manual drain. The manual drain procedure is located in 15.5, manual drain procedure, on page 15-59. See 15.8, increased intraperitoneal volume (iipv), on page 15-65 if iipv is suspected. Additional care should be taken to monitor for iipv symptoms for those patients not able to communicate essential information to the caregiver during treatment, such as small children or infants." The instructions also begin with instruction to "contact your dialysis center to learn when it is safe to bypass." If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:40:22. During night drain cycle twenty four, the patient's ultrafiltration reading was 1946ml, indicating the home patient (hp) drained 1946ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.